Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk) in both eyes (ou) at 3 day follow up. Fairly light appearance. The topical steroid dosage was increased and was started on pred forte every 2 hours (q2h). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation in the right eye (od). Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -2.75 x -1.00 x 12, left eye pre-op 20/20 .75 x -2.75 x 176.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
In initial follow up, date received by manufacturer was inadvertently omitted as it should have indicated 6/25/2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.